Event description:
It was reported that the pump unexpectedly displayed a reset screen. The customer confirmed there was no adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. Technical support informed the customer that the reset was a routine safety feature and provided guidance on actions to take, such as manually restarting cgm sessions and reloading the cartridge. The customer understood the information and planned to resume insulin use independently.